Event description:
It was reported by the patient that they experienced "heart problems", "extremely low blood pressure", "possibly a heart attack", and they were informed that "twenty percent of their heart was working". The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 429888 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.